Event description:
The physician reported that the patient had some arrhythmia at different moments in her past with vns. The physician could not say if this was related to bradycardia, or asystole, but did say the patient's heart rate would become erratic at times. The physician was unsure of the relationship of this event to vns therapy. Attempts have been made for additional information; however, no further information was provided.